Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -09.50 diopter, in the patients left eye (os) on (B)(6) 2018. The surgeon noted an anterior subcapsular opacity in the patients periphery 2 - 3 weeks after initial surgery. The surgeon decided to keep the lens in the eye and the patient is happy. The lens remains implanted. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: g4 - date should be corrected to (B)(6) 2020 in initial medwatch report. Claim#: (B)(4).